Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. Physio replaced the device's therapy pcb assembly to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed therapy pcb assembly and determined that physical damage to diode package designator cr30 on pins 1 and 16 was the cause of the reported issue.

Event description:
The customer contacted physio-control to report that their device had a non-critical issue. Upon physio-control evaluation the device was observed to fail to deliver appropriate shock. The device provided an abnormal energy deliver message and is not passing the self-test. A partial loss of defibrillator output energy due to a loss of the negative or positive portion of the biphasic output waveform was observed and the defibrillator output energy was reduced from the selected energy level. There was no patient use reported with the event.